Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation.

Event description:
It was reported that the patient had a low flow alarm while brushing their teeth. Log file analysis captured some low voltage advisory events throughout the log while using battery power which were all due to normal battery depletion and needing to either change to charged batteries or switch to wall power. The patient was noted to be sleeping on battery power which is not recommended. A lone low flow event was captured on (B)(6) 2022 at 12:05 pm with flow noted at 2.3 lpm and recovered back into the 3 lpm range around 10 seconds later. It was additionally reported that the patient went to the emergency room (ER) for abdominal edema and dyspnea. The patient was found to be in ventricular fibrillation requiring sedation, intubation and cardioversion to normal sinus rhythm (nsr). On (B)(6) 2022 respiratory panel was remarkable for rhino virus infection and was appropriately isolated until symptoms resolved. The patient was extubated on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a low flow alarm; however, a specific cause for the low flow event could not be determined though this evaluation. In addition, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported ventricular fibrillation, abdominal edema, dyspnea, and rhino virus infection could not be conclusively established through this evaluation. The submitted controller event log file captured 1 transient low flow alarm on (B)(6) 2022. The system appeared to operate as intended at the set speed for the duration of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia and infection as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." Section 1 also provides an explanation of all pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. In addition, the sleeping section of the hm3 lvas patient handbook explains that heartmate 3 patients must be attached to the mobile power unit during sleep or any time when sleep is likely. No further information was provided. The manufacturer is closing the file on this event.